Event description:
Note: the date of event is unk. It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, during the procedure, the unit fails to deliver a consistent amount of energy. The complainant tried swapping out the probes and cords used in conjunction with the generator with no success. Follow-up with the complainant confirmed that further information regarding the pt or procedure was unavailable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).